Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: smartablate remote, model # m-4900-09, s/n: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia with a smartablate generator where ablation was unable to be stopped. During the procedure, a slow pathway was undergoing ablation when an elongated pr interval and dropped qrs complex were noticed. At that moment, the physician attempted to stop the ablation with the stop button on the remote, but ablation continued for several seconds. The remote was confirmed to be the master controller. The patient experienced moments of heart block after the unwanted ablation, but normal sinus rhythm returned within 1 minute. The case was then completed with the patient fully recovering. The patient did not require extended hospitalization as a result of this event. The physician's opinion is that the patient event was a result of both the procedure and the product malfunction. If ablation cannot be stopped when desired, the patient risk for cardiac perforation and/or heart block is high. As a result, this event is MDR reportable. The patient event (heart block) suffered during this event will be investigated under the navistar catheter on the related complaint ((B)(4)).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia with a smartablate generator where ablation was unable to be stopped. Repair follow-up was performed, but the customer never provided a purchase order for service. As a result, service was not performed, and the complaint cannot be confirmed. A device history record (DHR) review was performed, and it verified that the device was manufactured in accordance with documented specification and procedures.